Event description:
It was reported that lead fracture of the rv coil was noted near the trifurcated area. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.